Manufacturer narrative:
Unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. UDI #:(B)(4).

Event description:
It was reported that on a 30 g x 8 mm 1/2 cc bd ultra-fine ii¿ (short) self-contained insulin syringe the syringe was cracked the plunger was broken in two before use. No injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. DHR could not be performed as the lot number was not provided. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.